Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother, (B)(6) reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 400 mg/dl at the time of incident. The customer woke up with a high blood sugar and no alarms. They treated at breakfast and changed the set. In the afternoon we changed the set, because she received the insulin flow blocked message. The customer checked the infusion set and found the cannula bent. The customer received another insulin flow blocked alarm and the healthcare provider reverted the customer to insulin pens. The customer was advised to return the infusion set to medtronic. The insulin pump will not be returned for analysis.